Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak on the patient line during pd treatment. A soft alarm: patient line (pl) is blocked message occurred during drain 3 of 4 of treatment. The fluid did not come in contact with the cycler. While expecting the lines, the patient realized that the patient line was completely disconnected. The fluid leaked from where the patient line connects to the patient onto the patient and bed. The patient reconnected, but was still getting the same message. Technical support advised the patient it would be best to cancel treatment and contact the pd nurse in regards of disconnecting from the patient line. Upon follow up, the patient confirmed the reported event and is unsure how the patient line became disconnected. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to cut the line and complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue, and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded, and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.